Event description:
It was reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively and remains in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.